Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Minor scratched lcd window, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer called reporting that her insulin pump was alarming button error. The alarm occurred while she was trying to give herself a bolus delivery. Customer's blood glucose level is 211 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.